Event description:
It was reported that on (B)(6) 2014 at an appointment at her healthcare professional¿s office, a patient had some concerns about a ¿wire.¿ her lead was checked with an x-ray and the lead was ok, but it was imprinting out of her skin and sticking out. The patient had a loss of therapeutic effect and since (B)(6) 2014, she noticed when she was at work that she went to the bathroom four times, which was unusual. She thought something wasn¿t right and either it was a kidney infection or it wasn¿t working. The patient¿s lead stopped working. Normally she had it on program 3 and it was working well. She trial programs 1, 3, and 4 at 6.5 volts and didn¿t feel any stimulation. She tried program 2 at 2.1 volts and felt it. The patient had 50 percent or greater symptom reduction, the event cause was device related, and reprogramming was done on (B)(6) 2015. The patient did not experience a loss of stimulation and the device was now functioning well. The lead had migrated and was subcutaneous but the patient didn¿t want repositioning and it was not bothering the patient enough to warrant correction. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # va0mp86, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).